Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "I have a new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and a session ended message was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.